Event description:
The co was contacted directly by the customer. It was reported the instrument was used during an unknown procedure. It was reported the trocar was leaking. There was no consequence to the pt.